Event description:
On (B)(6) 2012, the reporter contacted animas and stated that she had primed 0.6 units to body while connected at skin site. Patient alleges, she was hypoglycemic (40 mg/dl) prior to priming and that is why incident occurred. Reportedly when her bg was low, she noticed her battery needed to be changed. She changed battery and did prime/rewind process while attached to skin site: she realized it quickly and prime history indicates 0.6 unit prime into body. States, son and husband with her at time of incident and provided her with orange juice. She drank 3 containers of juice and her blood glucose (bg) is currently 168 mg/dl. Denies any symptoms at time of call, and is not implicating the pump. The issue is resolved and she is continuing on pump therapy. There is no allegation of pump malfunction. This complaint is being reported because, the user primed while connected to the pump and resulted in a hypoglycemic event. Use error cannot be discounted as contributory to this event.

Manufacturer narrative:
Follow-up #1: date of submission 08/27/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box and histories for the issue reported on (B)(6) 2013 have been overwritten due to continued use of the device. The available daily insulin delivery totals correctly reflected the programmed basal rates. Before priming, the pump displayed the appropriate warning: ¿be sure set is disconnected from your body. Then select continue¿. The pump passed flow accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. User error should be considered as contributory as the patient primed while still attached to the pump.